Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
Additional information provided noted that this device was explanted and returned. Upon analysis this investigation will be updated.

Event description:
--

Event description:
Boston scientific received information that during a normal follow up it was noted that this device triggered elective replacement indicator (eri). It was noted that eri was triggered in less than three months. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.